Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and keypad anomaly. The customer's blood glucose level at the time of incident was 450mg/dl. The customer states they treated with manual injection. The customer states the buttons were unresponsive. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.